Manufacturer narrative:
Device evaluation of battery charger has been completed. The reported problem (unable to power on) was confirmed. Upon investigation the charger was unable to power on and unable to charge a battery pack. The charger exhibited a failure at pld component u1003 and pxa component u104 on the c/a board. The root cause for the u1003 and u104 failure could not be positively identified. There were no adverse events associated with the charger malfunction.

Event description:
A u.s. Distributor reported a battery charger would not power on.